Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, smoker, periodontal disease, inadequate bone quality/quantity, mobility.